Event description:
It was reported that during a coronary angiography diagnostic procedure, patient complications occurred. The physician had prepared and advanced the 6f x 11cm super sheath through the femoral artery to an unidentified coronary artery without difficulties. After a few minutes, a hematoma was noticed at the femoral artery puncture site, which was growing quickly. The physician checked under fluoroscopy, but didn't notice anything "bad". The super sheath was removed from the patient, at which point a "hole" was found near the middle of the sheath. The hematoma was treated with applied pressure at the insertion site. The procedure was completed with the use of another super sheath. There were no further reported patient complications. The patient was listed as "stable". It is the physician's opinion that the damaged super sheath contributed to the hematoma.

Manufacturer narrative:
.

Event description:
It was reported that during a coronary angiography diagnostic procedure, pt complications occurred. The physician had prepared and advanced the 6f x 11 cm super sheath through the femoral artery to an unidentified coronary artery without difficulties. After a few minutes a hematoma was noticed at the femoral artery puncture site, which was growing quickly. The physician checked under fluoroscopy, but didn't notice anything "bad". The super sheath was removed from the pt, at which point a "hole" found near the middle of the sheath. The hematoma was treated with applied pressure at the insertion site. The procedure was completed with the use of another super sheath. There were no further reported pt complications. The pt was listed as "stable". It is the physician's opinion that the damaged super sheath contributed to the hematoma.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was returned for analysis. It was observed that the complaint device was kinked at three locations-40mm, 65mm, and 95mm proximally from the sheath tip. A convex deformation of the tube was observed 40mm from the tip of sheath. There was no crack found on the sheath tube. Dimensional testing of the complaint sample was performed resulting in no abnormalities found with the outside and inside diameters. No uneven thickness was observed on the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).